Event description:
The user reported that the device developed a fibrin sheath that inhibited the flow rate. The user did not provide a lot number or implant date. No pt harm or injury was reported.

Manufacturer narrative:
Device eval: no device is expected to be returned for eval. Since the lot number was not provided, the device history record and complaint database could not be reviewed. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future, this investigation will be reopened and an additional follow up submitted.